Event description:
Per the clinic, the patient experienced a skin irritation and skin overgrowth at the abutment site. The patient underwent a skin excision and an abutment removal under a mac anaesthetic (specific date not reported).